Event description:
On 12-jun-2025, an email was received from a clinical diabetes specialist stating that a user was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka). According to the report, the ilet insulin pump had not delivered insulin since approximately 2:00 am on (B)(6) 2025. The user was reportedly administering external injections during this period. Additional clinical or user details were not provided. Attempts to gather follow-up information regarding the user's condition and hospitalization details were unsuccessful.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Log analysis confirmed that the ilet operated within specification, with insulin delivery aligning to user inputs and system conditions. On (B)(6) 2025, a cartridge empty alarm was triggered and a full supply change (insulin cartridge, infusion set, and luer adapter) was not completed until over 24 hours later. Multiple manual pauses of insulin delivery were also observed on (B)(6) 2025. These conditions may have contributed to insufficient insulin delivery. Based on the available information and consistent with known risk scenarios, the cause of the reported dka appears aligned with use error and specifically, prolonged suspension of insulin delivery and delayed supply change. No device malfunction was found.